Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for peritonitis and an unrelated medical condition. The patient was treated with intravenous vancomycin (dose, frequency and duration not reported) for the peritonitis event. On an unreported date, peritoneal dialysis therapy was temporarily suspended and the patient was placed on hemodialysis therapy. On an unreported date, peritoneal dialysis therapy was resumed. The patient recovered from the peritonitis event. No additional information is available.